Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd, UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the broken lead, lead damaged, or lead cut. The cause of the event was known. The lead was cut. The issue was still ongoing. The patient stated that the device revision was planned on (B)(6) 2024. The patient was going back in to surgery to had the wire replaced after it was cut. Additional information was received from the patient on (B)(6) 2024. The patient stated that they just got out of surgery and said they were still out of it. Additional information was received from the patient on (B)(6) 2024. The patient stated that they had to have the wires redone with surgery and had to start over.